Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report. The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. Evaluation summary: the product was returned for analysis and the reported lens damage was observed. The iol is nicked/chipped rejectable at the edge which might have been interpreted as the reported "discoloured on one edge". A photo evaluation was also performed: due to the quality of the photo, reported complaint cannot be confirmed. The iol returned positioned incorrectly and pressed against one (1) post of the lens case base. Solution is dried on the iol. Both haptics are intact. The optic edge is nicked/chipped-rejectable. We are unable to determine the root cause for the reported complaint "slightly bent and discoloured on one edge". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on the iol. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. All product and batch history records are quality reviewed prior to product release. (B)(4).

Event description:
A nurse reported that at the beginning of an intraocular lens (iol) implant procedure, the lens was noticed to be slightly bent and discolored on one edge. The lens was not used on this patient. Additional information has been requested.